Event description:
It was reported that post a lap gastric band procedure, the patient was presented at the hospital with mild ruq pain with intermittent pain and radiation to the back. Pain worsened and the patient was presented to the emergency room. A CT scan showed thickened and edematous gastric wall as well as inflammation along the tubing of the lap band. A diagnostic lap for explant of band with patch of gastric perforation and g-tube placement. The patient was discharged home with a wound infection and packing with home health care.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.